Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly the customer had not entered settings correctly in to their new pump. Customer [enter how customer addressed bg] to address bg. Customer updated their settings to address the event.